Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the liners released on the market with lot 18at1p4. According to our records, about 40 liners that belongs to the same lot number (18at1p4) have already been implanted and this is the first and only complaint received on them. Preoperative and post-operative x-rays of the revision surgery were shared with limacorporate and sent to a medical consultant, together with the pictures of the explanted liner, for a medical evaluation. With reference to the pre-operative x-rays (dated (B)(6) 2021), he commented: "the postop radiographs after primary implantation are unremarkable except a little bony piece inferior to the glenoid, which probably represents an osteophyte from the glenoid or humerus broken off during the implantation which is not of significance here. Moreover, he concluded: "I cannot identify any specific problems with the implant on the explantation photographs. I am afraid, I cannot really tell you, why this happened here but I don't see implant specific issues present". The explanted liner was not available to be returned to limacorporate for analysis. Based on the few available information, we can state that: - no pre-existing anomaly was detected on the involved liner by the check of the production documents, confirming that the liner was manufactured up to drawing specification, - the x-rays analysis did not highlight any specific factor that could help to determine the cause of the revision surgery, - the involved liner was not returned to limacorporate, thus no specific analysis on it can be performed. In conclusion, without the possibility to analyze the involved device, no further investigation can be performed and thus we cannot reach a definitive conclusion on the cause of the revision surgery. We can only confirm that, based on the check of the production documents, the liner with product code 1377.50.005, lot n. 18at1p4, ster. 1800299, was manufactured up to drawing specifications, no deviation detected. Pms data: based on limacorporate pms data, we estimate a revision rate of l1 liners (product codes 1377.50.005-1377.50.010-1377.50.020-1377.50.030) due to breakage and/or disassembly from the metal back glenoid of (B)(4). No corrective action needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Shoulder revision surgery due to disassembly of the liner (product code 1377.50.005 lot n. 18at1p4, ster. 1800299) from the metal back glenoid (product code 1375.20.005, lot n. 1813021, ster. 1800294). It was reported that patient had pain and rotation was limited. The revision surgery was performed on (B)(6) 2021, the previous surgery on (B)(6) 2018. According to the available information, the implant was converted to reverse configuration. This incident occurred in austria.

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the liners released on the market with lot 18at1p4. This is the first and only complaint received on the same lot number (18at1p4). We will submit the final report as soon as the investigation will be completed.

Event description:
Shoulder revision surgery due to disassembly of the liner (code 1377.50.005 lot 18at1p4) from the metal back glenoid. The revision surgery was performed on 4th october 2021, the previous surgery on (B)(6) 2018. This event occurred in (B)(6).